Manufacturer narrative:
Evaluation is in progress, but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user observed an occlusion issue with the roller pump. There was no adverse consequence to the patient as a result of this event.